Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was unable to be replicated. The system was functioning as intended and the batteries, charging board output, and uninterruptible power supply (ups) were all within specification. The system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system lost power after being disconnected from wall power and did not seem to be able to hold a charge. There was no patient involved.